Event description:
On (B)(6) 2024, I underwent open-heart (B)(6) hospital, which included an aortic valve replacement. A titanium sternal fixation plate and nine screws, manufactured by kls martin l.p., were implanted during the procedure. Approximately six months later, I began experiencing audible popping and creaking in my chest, along with discomfort, instability and difficulty sleeping. An x-ray revealed that the plate had fractured. The report stated, "right-sided midsternal body plate/screw fixation demonstrates a fracture of the mid hardware." My surgeon, a highly experienced cardiothoracic specialist, informed me this was an extremely rare occurrence, something he had only seen two or three times in his career. As a result, I required a second surgery on (B)(6) 2025, to remove the fractured plate and screws. Pathology records show both the plate (in two pieces) and the nine screws were sent for analysis. Hospital documentation includes a manufacturer request for the explanted device, and the components were returned to kls martin for investigation. To date, I have not received the results of that investigation. This report is submitted to formally notify the FDA of a suspected device malfunction that led to surgical reintervention and patient injury. I have operative report stating the hardware was "fractured at the neck" xray, and pathology reports that all indicate breakage of the sternal plate. Ref reports: mw5173278, #mw5173279, #mw5173280, #mw5173281, #mw5173283, #mw5173284, #mw5173285, #mw5173286, #mw5173287. Pt codes: 2330, 2517. Device codes: 3273, 1260, 1667.